Manufacturer narrative:
Product complaint #: (B)(4). Additional information has been requested, however no response has been received to date. Request for authorization for disclosure of information. What is the name of your surgeon and contact information? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact the surgeon for more clinical information to be used for a product quality complaint investigation? If so, please sign and return the attached form and provide your surgeon contact information. To date the device has not been received. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a breast augmentation on (B)(6) 2019 and topical skin adhesive was used. Twenty-four hours later, the patient started developing a rash along the incision line, which spread along the torso. The patient saw a dermatologist on (B)(6) 2019 and was prescribed a steroid creme, mercaptobenzothiazole. The patient returned to her doctor on (B)(6) 2019 for consultation and was told to continue with the prescription medication. The patient has an allergy to a preservative in adhesives and glues. Additional information has been requested.